Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2011, the area was not clean before starting pd and on (B)(6) 2011, the patient developed peritonitis (manifestations not reported). The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient received remedial treatment with a loading dose of vancomycin (2 gm, ip) and amikacin (500 mg, ip). On the same date, the patient began remedial treatment with vancomycin (1 gm, once daily, ip) and amikacin (250 mg, once daily, ip). The peritonitis was resolving. The outcome of the event was not reported. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The reporter believed the peritonitis was unrelated to dianeal therapy and reported the cause of the peritonitis as the area was not clean before starting pd. The reporter did not provide an opinion of causality for the event.